Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection of the device revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented one of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that some of the resistors had corroded traces. It is believed that the failure of this implantable cochlear stimulator was caused by a loss of hermetic seal. This is concluded from the residual gas analysis and dye penetrant data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of some resistors. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
Device testing produced results within normal limits, however, the recipient has reportedly experienced loss of sound.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.